Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02003.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter and used a handle to detach it; however, the smart coil failed to detach. It was reported that the black alignment zone (pet lock) was separated in half but the smart coil was not detached. The physician then made another attempt, but the smart coil did not detach; therefore, it was removed. The procedure was completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.